Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have the main tube broken at the distal end. A piece measuring approximately .237¿ x .418¿ was not returned with the instrument. Additionally, the instrument was found to have a broken grip cable at the distal end. The broken segments were not returned with the instrument. Furthermore, the instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was not returned with the instrument. Moreover, the instrument was missing the grip pin, clevis pin, distal clevis, proximal clevis, and grip tips. Finally, the instrument was found to have a broken conductor wire at the distal end. The broken conductor wire segments were not returned with the instrument. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps had physical damage. There was no report of patient involvement and there was no reported injury.